Manufacturer narrative:
One 0.9mm 30k mini-turbosonic ab phaco tip was returned for being broken in half. One sterile lot, manufactured in march 2014, was identified with this complaint. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. Three component phaco lots were associated with the sterile lot. The device history records for the component lots were reviewed. One lot did have an abnormality that did not contribute to the customer complaint issue. Two lots had no abnormalities found during the component device history record reviews. All product was released according to manufacturer's acceptance criteria. A complaint history review indicates no additional complaints were associated with this lot number. Visual inspection of the phaco tip was performed using (B)(4) magnification. The phaco tip is broken in the middle of the cannula. The break area is twisted and mechanical in nature. Grab marks are present above the break region at the transition location. The wall thickness at the break area is even. No anodizing is present on the complete part and the tip has a higher polished surface than normal. Wear is present on the thread surface and back of flange to indicate the tip has been used. The evaluation does confirm the phaco tip is broken. Based on the visual examination it appears that the tip has been used and had been reprocessed. The appearance of the broken region suggests the breakage was caused by an unknown device attached to the phaco tip that caused a mechanical break or the phaco tip was being held while polishing and was inadvertently twisted resulting in the breakage. (B)(4).

Event description:
A surgeon reported that during a cataract surgery, he felt like a phaco tip was not secure to the hub. He removed it from the eye and found it to be cracked. This was after the sculpting phase and during quadrant removal. He reported that the dynamics of the quadrant removal step "felt off". Aspiration appeared to be reduced. The surgeon felt "a give". That is when he removed the phaco tip to inspect it and found it to be broken in half under the sleeve. No harm to the patient was reported. Surgery was completed. This was the initial use of the product.